Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.

Event description:
It was reported that when attempting to inflate the cuff, the pilot valve piece was moving around. This led to the device not being able to be inflated or deflated. To do anything, the piece has to be held a certain way. Lot number unknown. No sample available. Patient information is prohibited to communicate in benelux. No patient injury was reported.

Event description:
It was reported that when attempting to inflate the cuff, the pilot valve piece was moving around. This led to the device not being able to be inflated or deflated. To do anything, the piece has to be held a certain way. Lot number unknown. No sample available. Patient information is prohibited to communicate in benelux. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.